Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6) hospital. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The female connector was still attached to the tubing. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection by naked eye observed that the dark blue female connector was separated from the light blue main body. The reported condition was verified. Functional testing was performed which included leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. There were no other issues noted during the evaluation. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.